Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the scope is unrecognized due to the bent scope socket pin. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The monthly analysis report was checked for 12 months, and there was no increase trend. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There were broken pins found at the connection site and the unit was unable to recognize scopes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was experiencing connection issues during procedure preparation. According to the initial reporter, the pins were broken at the connection site and the unit was unable to recognize scopes. There was no patient harm reported as a result of this event.